Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33160 and 1627487-2020-33162. It was reported that the patient was experiencing ineffective stimulation starting on an unknown date due to lead migration. The patient has their scs system explanted on (B)(6) 2020.